Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that when the automated impella controller (aic) was powered on, it displayed a self-check error and was unable to complete startup. As a result, the aic could not be turned on.

Manufacturer narrative:
Data review: the data logs were not recorded on complaint date. The logs shows - powermod_1 communication timeout error. The console logs also showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. (Screen.png). Device analysis: console was tested after arriving in field service. The reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination (pbm_corrosion1.jpg and pbm_corrosion2.jpg) which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Name: pbm material number: 0042-1125. Lot number: 2019339988. Serial number: (B)(6). Are there an qns associated with the complaint device¿s most recent service report? Console (B)(4) underwent rework due to a nonconformance according to the fsr (B)(4) which was unrelated failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? Na. Q3) have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).